Manufacturer narrative:
Reader mbgz348-j0023 has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not turn on with button or strip but turned on with data cable. Bnp-9 was added to address this. Issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc device would not power on with button press and customer was unable to obtain readings. It was indicated that the customer received unspecified third-party treatment. However, the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc device would not power on with button press and customer was unable to obtain readings. It was indicated that the customer received unspecified third-party treatment.; however, the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.